Event description:
On (B)(6) 2013, the patient was subject to a revision surgery and substitution of the implant.

Manufacturer narrative:
(B)(4). Following a diagnosis of left coxarthrosis, the patient was subjected on (B)(6) 2009 to an intervention of total joint replacement of right hip by using the following implants: acetabulum prosthesis pinacle 58mm with metallic insert 36mm, corail stem std depuy n18 head 36mm, neck + 12mm. On (B)(6) 2013, the patient was subject to a revision surgery and substitution of the implant. Legal related complaint no other information provided by the counterpart's lawyer the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain and elevated ion levels. Upon revision osteolysis was found. Part/lot information for the femoral cup, stem, and head are being updated at this time. The complaint was updated on: 15/09/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.